Manufacturer narrative:
Date of event: unknown. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7031889. Product family: dbs-ipg-r-MRI, upn: (B)(4), model: db-1200-s, serial: (B)(4), batch: 737367.

Event description:
It was reported that the patients implanted extension had eroded through the skin and the physician was concerned about infection. Patient underwent an explant procedure to remove the extensions and the ipg. Patient was stable and healing post-explant procedure, and was prescribed antibiotics. No further information was been reported.

Manufacturer narrative:
The device was not returned for analysis and the complaint of infection, and erosion could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patients implanted extension had eroded through the skin and the physician was concerned about infection. Patient underwent an explant procedure to remove the extensions and the ipg. Patient was stable and healing post-explant procedure, and was prescribed antibiotics. No further information was been reported.